Manufacturer narrative:
Per the clinic, the patient developed infection at the implant site and subsequently, was treated with antibiotics (type, date and duration not reported).

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection (site not confirmed), middle ear infection and a possible cholesteatoma. The surgeon accessed the ear on (B)(6) 2025 and determined that the device needed to be removed to treat the ear. Subsequently, the device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.